Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds, episodes of non-physiological noise, and high impedance resulting from a possible fracture. The rv lead is scheduled to be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted there were 57 ventricular short interval counts (sic) and a cumulative of 322 sics; with no episodes available to verify lead noise oversensing and inappropriate shocks. The rv pacing impedance measured 1026 ohms in a gradually rising and variable trend from the 400-500 ohm range. The rv lead integrity warning occurred for 2 or more high rate non-sustained episodes and sensing integrity counter greater than 30 in 3 days. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).